Event description:
12 days post closure procedure, a non-occlusive thrombus extension from the occlusive gsv thrombus was detected in the cfv. The pt reported a mild pain. The pt was hospitalized once for two days, and placed on heparin, lovenox, and coumadin. The second time the pt was hospitalized for 5 days and treated with ivc filter. At time of the follow-up in 2004, the pt was asymptomatic, but the thrombus extension was still present.